Event description:
It was reported that during a ventral hernia repair procedure using the device, the mesh was described as fractured with many holes down the center and appeared ingrown. The procedure was performed using an open approach with onlay technique. Hernia recurred and replacement of the mesh were performed to resolve the issue, and an additional operation was planned to correct the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b5, g3, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that on (B)(6) 2024, the mesh was used in a ventral hernia repair procedure, in an open approach with onlay technique. However, on (B)(6) 2025, the patient had hernia recurrence. The mesh was described as fractured with many holes down the center and appearing to be ingrown. Two days later, an additional operation was performed to explant the device and a new mesh was implanted in a retrorectus repair.